Event description:
The complainant reported that a pt, whose age and gender are unknown, underwent a therapeutic placement of an 18 mm esophageal wallflex stent for treatment of dysphagia. Eleven days after initial placement the pt complained about the recurrence of dysphagia. An x-ray was obtained and showed stent migration into the stomach. The migrated stent was removed and a new 23mm wallflex esophageal stent was successfully placed via endoscopy. There was no report of death or mistreatment associated with this event.